Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. Pre- plain old balloon angioplasty (poba) was performed using a 1.20mm x 15mm emerge balloon catheter however the tip of the device came in contact with the lesion. The device was unable to cross the lesion and it was noted that the shaft was kinked. The lesion was successfully dilated using a 1.0mm x 10mm non bsc balloon catheter at 14 atmospheres. Then the 2.25x12mm promus element plus stent was advanced but was not able to cross since the tip of the device came in contact with the lesion. Buddy wire technique was performed and the 6fr non bsc guide catheter was exchanged to 3.5mm non bsc guide catheter to support the stent. The lesion was dilated again at 20 atmospheres using a 2.0mm x 12mm non bsc balloon catheter. Then the 2.25x12mm promus element plus stent was again advanced but was not able to cross the lesion. The physician also attempted to advance a 2.25x12mm non-bsc stent delivery system without success. Poba only was performed and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the most distal row were slightly flared. This type of damage is consistent with the stent meeting resistance upon advancement. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).